Event description:
It was reported that following the pump replacement, the patient had an increase in the frequency of his seizures (he has a history of seizures) and appeared more uncomfortable. The baclofen in his pump was increased, which was helpful at first. It was later determined that the patient's hip was dislocated; it was unknown if this occurred as a result being moved in the operating room (at the time of the pump replacement) or from the spasms/seizures. A pump rotor study was done and determine to be okay. They were unable to aspirate drug from the catheter access port. Due to an unknown length of catheter a dye study was done in the operating room. Everything appeared okay, however, the surgeon felt that maybe the catheter had been kinked. The patient remained in the hospital overnight and was discharged the following day with oral baclofen to be used as needed. At the time of discharge, the issue was felt to be resolved, however, at the pump refill in september, a volume discrepancy of >25% was noted: exact volumes were not available. The pump was refilled with 20cc of baclofen. The patient returned in october for a recheck of his pump; 20cc of medication were aspirated from the reservoir so no medication had infused. It had been determined that there was an issue with the catheter so a catheter replacement had been scheduled. The plan was to perform a rotor study at the same time to ensure that the entire device system is working properly. The pump contains lioresal 2000mcg/ml. The daily rate is currently 99mcg/day; decreased from 535mcg/day. No further outcome was reported. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.